Event description:
Baxter global affiliate reported the pt (pt) became hypotensive and experienced a leg cramp while using the arena device for hemodialysis treatment. The pt's healthcare professional (hcp) noted a leak at the connection of the dialysis liquid to the hemodialysis machine. The hcp noted fluid had flowed out of the connector onto the floor and tightened the connector. The pt was administered 500ml of nacl and continued hemodialysis treatment. After the treatment's completion, the pt was noted to have lost almost 2 kg more fluid than required. After the hemodialysis machine was moved, the hcp collected approx 2 liters of fluid from the floor. The pt's blood pressure was reportedly normal and the pt was sent home. However, the pt had difficulty sleeping that night and continued to experience cramping in the leg. Baxter global affiliate reports that the pt has since fully recovered from this incident.